Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 130 mg/dl. The customer was explained the possible causes of blank display. Customer was advised to insert new aaa alkaline battery and display did not return. The customer was assisted in performing a self-test and passed. Customer was advised that we will ship a battery cap replacement as a courtesy. The customer reported via phone call indicating that the insulin pump alarm battery out limit during normal use. Customer's blood glucose at time of incident was 130 mg/dl. The customer was explained that a battery out alarm during normal use may indicate a loose battery cap. The customer was advised to clear alarm and assisted with reprogramming time/date. The customer was advised that we will send a replacement battery cap and monitor pump.